Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed with tandem technical support (cts), but customer could not complete at time of call. Multiple attempts were made by cts to continue the system check, however no response was received. Customer's blood glucose was 232mg/dl.